Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. It was also noted that there was no "pop" during the stages of deployment. The device was tried to open, and the clip finally fell off. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. The catheter was kinked. Microscope examination was performed, and it was noted that the device had evidence of a full deployment. The bushing had some hits on the surface. Dimensional analysis was performed on the outside diameter of the bushing, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were within specification. Further analysis was done to measure the bushing tabs and both sides had similar measurement. A dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): section e has been corrected using the territory manager I details below as it was the manufacturer's sales rep who reported the event. Block e1 (initial reporter title, initial reporter first name and last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone, initial reporter email), block e2 (health professional), block e3 (occupation, occupation (other). Block e1: it was reported that the facility's name is (B)(6) medical center address: (B)(6).

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. It was also noted that there was no "pop" during the stages of deployment. The device was tried to open, and the clip finally fell off. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.